Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 26.7 mmol/l at 1:19 p.m., 5.6 mmol/l at 1:20 p.m. And 5.8 mmol/l at 1:21 p.m. With the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot #1bpeg09b for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.